Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the prostar xl instructions for use (IFU), states: do not attempt to re-deploy prostar xl needles after the needles have been ¿backed-down¿ into the sheath. In this case, the failure to deploy the needles had already occurred thus the re-deployment would not have contributed to the reported failure to deploy the needles. In the absence of device returned for analysis a conclusive cause for the reported failure to deploy the needles could not be determined. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment that an arteriotomy closure of a common femoral artery was attempted using a prostar device after an endovascular aneurysm repair interventional procedure. Reportedly, as the handle was pulled, two needles came out of the anatomy. The two needles were re-entered in the handle and the maneuver was re-done but was not successful, and a cut down was done to retrieve the needles and to close the puncture. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.